Event description:
It was reported that during a dip fusion procedure, the surgeon had a 36 mm nano acutrak 3 screw lose structural integrity. While inserting the screw, the distal dip where the cutting threads/flutes are, mushroomed out and welded to the wire. The screw stopped its insertion and was stuck. The surgeon was able to remove the screw and wire combo without breaking either. He replaced the wire and put in another nano acutrak 3 with no issue to complete the procedure. There was a 15-29 minute delay reported.

Manufacturer narrative:
One 3050-20036 36 mm, 2.0 nano acutrak 3 bone screw (no batch number provided or visible) and one guide wire (no part number, batch number or part name visible) were returned and examined under magnification. Upon initial examination, the guide wire presents as bent on both sides of the welded screw. It is unclear whether this occurred at the time of the incident, during removal, or during transport. Under magnification, the end of the screw that has deformed appears to bend outward along the circumference of the screw tip, splitting along the screw flutes. It is possible that the bent guide wire and/or biological material buildup contributed to the screw having difficulty inserting. Additionally, improper drilling depth or encountering dense bone could have contributed to the damage observed to the screw. It is also possible that the guide wire was bent upon insertion due to off-axis loading. Upon attempt, the screw was unable to be removed from the wire. No definitive conclusion can be made.